Manufacturer narrative:
(B)(4). The lot was manufactured march 25, 2014 ¿ march 26, 2014. The device was received for evaluation out of its original packaging. Visual inspection was performed and revealed the blue winged luer cap was missing. As the device was not received in its original packaging, it is not clear if the product was nonconforming. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event occurred in 2014. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged luer cap for a small volume intermate was missing. This was noticed before use of the device. There was no patient involvement. No additional information is available.